Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated c-00 and c-34 errors on erbe. The errors cleared but it is unknown if they returned. The procedure outcome is unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "errors on the erbe/c00, c33". During testing, the iesu displayed error code c33 at startup and logs recorded code c00. During testing, the second iesu displayed error code c33 at startup, and the logs recorded code c00. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.